Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the physical device was not returned for evaluation. One electronic video was returned for evaluation. The video shows a clinician trying to infuse one chronic catheter implanted in a patient. Upon infusing, ballooning of catheter was noted just distal to the catheter sleeve and the catheter burst into pieces upon further forced infusion. Based on the video provided, the investigation is confirmed for the reported fracture, difficult to flush, material protrusion/extrusion and stretched issues. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2023).

Event description:
It was reported that approximately two weeks post catheter placement, the catheter allegedly broken. It was further reported that the catheter allegedly had difficulty in flushing. Reportedly the balloon allegedly observed in an externalized route prior to the area clamp. The device was removed and replaced. There was no reported patient injury.